Event description:
It was reported that a patient underwent a radical thyroidectomy for thyroid cancer on (B)(6) 2024 and a barbed suture was used. During the procedure, the primary package of the suture was found damaged prior to use. The sterility of the device was compromised. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: is the sterility of the device compromised? Yes. H6 investigation findings: c22 - photo review. H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code sxpp1b420. During the inspection of the returned sample, a hole was noted to be outside to in caused by an unknown object trespassing on the complete foil package. This hole is affecting the product integrity. In addition, a scratch was observed in the hole area; this kind of damage could be caused by an unknown object. Additionally, a photo was provided, and with the same condition as the received sample. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage.. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.